Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported by olympus that the returned device was obstructed with foreign material in the channel. Upon further evaluation, no foreign material was found. No reportable malfunction was identified during evaluation.

Event description:
The customer reported to olympus the device stating it needed repair for a blocked air channel. Upon inspection and testing of the customer returned device, the channel was obstructed with foreign material, which had been determined to be attributed to insufficient cleaning. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported issue. Additionally found during the evaluation: flexibility adjustment ring, grip, lock engagement lever, plastic distal end cover, and switch box have "scathes", the suction cylinder has discoloration, plug unit is dented, suction cover is dirty, air supply volume does not meet the standard value, water supply volume does not meet the standard value, connecting tube has a wrinkle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.